Manufacturer narrative:
Section e1 has been updated to include the initial reporter's last name. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One used sample was received at the manufacturing site for evaluation. Visual and functional evaluations were performed, and the reported condition was confirmed, leaking was observed between the cross spike and tubing line. As part of continuous improvements, a corrective action has been opened to address the reported issue. The root cause and action plan will be documented through the formal investigation. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding set was leaking at the connection after it was connected to the feed. There was no harm to the patient.